Event description:
It was reported that during the device evaluation insufficient water supply, air delivery and water delivery due to blocked air/water nozzles and foreign object in nozzle were observed. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: insufficient water supply, air delivery and water delivery due to blocked air/water nozzles , foreign object in nozzle noted . A definitive root cause of the foreign matter adhered in the nozzle could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.